Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and suture was used. When the physician opened the packet before use on the patient, "fake knots", which were similar to actual knots, were seen on the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: one double-armed suture was returned and microscopically examined. The suture exhibited eight sites of manipulation memory, some consistent with knot tying or wrapping around instrumentation for leverage. No breakages were observed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.